Event description:
It was reported the device was used during an unk procedure. It was reported the cartridge fell out of the jaws of the device after the 4th firing. The cartridge was retrieved from the peritoneal cavity and another cartridge was reloaded and the procedure continued. Surgeon reloaded the cutter each time and the scrub nurse heard the load snap into place each time. There was no consequence to the pt.